Manufacturer narrative:
(B)(4). Medical products - unknown screw: p/n unknown l/n unknown. Reference: james w. Gallentine, james k. Deorio, matthew j. Deorio. (2007). Bunion surgery using locking-plate fixation of proximal metatarsal chevron osteotomies. Foot & ankle international/vol. 28, no. 3/march 2007. Https://www.ncbi.nlm.nih.gov/pubmed/17371660. Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in the journal article that hand innovations locking plate (hand innovations, (B)(6)) was used in 14 feet and darco bow plate (darco international, inc., (B)(6)) was used for six feet; clinical and radiographic results were evaluated. Although the authors reported good clinical outcomes and perhaps superior product performance, one dislocation that resulted in mtp joint arthrodesis with dorsal was reported. The dislocation was unrelated to the product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.